Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the explant procedure, the surgeon located and removed one suture sleeve, which had split in two. The patient had prophylactic/pre-emptive open chest so that if needed, a bypass could be put on. After the extractor was removed, there was not initially any sign of tear, but then surgeon looked further and saw a tear. Pressure was held and the surgeon decided a clamp was needed and bypass procedure was performed. Additionally, it was reported that patient had wound dehiscence. No other adverse patient effects were reported during the procedure. The device and right ventricular (rv) lead were successfully explanted. The patient was stabilized on bypass and was ultimately released from the hospital. The device was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 156mm from the terminal pin with two segments returned, a terminal end segment and a tip segment. The total length was 725mm. All filars appeared to have been cut. Laser extraction damage was noted in the lead insulation. The extracting stylet was returned stuck in the tip segment of the lead. The suture was tied tight onto the cables and the cables had been tied in a knot for extraction purposes. The rate/sense- conductor coil was stretched near the tip and cuts were noted in the insulation. The proximal cable to coil crimp had been pulled proximally and the coil was stretched. Some body tissue and calcification were noted on the proximal sping electrode. Dried body fluid was noted in the lumen. Lead testing determined that with manipulation, the lead was electrically continuous.

Event description:
--